Event description:
It was reported that during a vinci-assisted surgical ventral hernia intraperitoneal onlay mesh repair (ipom) procedure, the customer reported the prograsp forceps pin dislodged from the jaws. The instrument was then stuck in the trocar when trying to remove it. The customer had to remove the entire trocar from the patient to manipulate the jaws in order to remove the instrument from the trocar and seal. There was an intraoperative x-ray performed to ensure no fragments were retained in patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. The task being performed at the time of the issue was grasping. The instrument was in use for 45 minutes prior to issue. The surgeon did not notice any functionality issues. There were no fragments that fell into the patient due to collision of instruments. There was no removal of the instrument prior to breakage. Upon removal of the instrument, the wrist was straight. There was resistance upon removal of the instrument through the cannula. The surgeon did not notice any damage to the cannula after the event occurred. The jaws were unaligned, and the pin was dislodged, but intact upon removal from the patient/cannula. All fragments were still intact upon removal of the instrument, and it did not appear any parts were missing. A kidney, ureter, and bladder x-ray (kub) was performed to confirm. The case was completed robotically. There was no harm to the patient. The patient has not returned to the hospital. There were no images or recordings.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was still attached to the instrument. The pin outer diameter measures approximately 0.0775" at the swaged end compared to the nominal pin diameter of 0.0545". Measurement results suggest the pin is partially swaged. The grips and other components adjacent to the dislodged pin did not show damage. The complaint was confirmed by failure analysis.